Event description:
Fluoroscopic imaging of right upper arm showed foreign object - object was retrieved successfully by ir md - object appeared to be portion of guidewire (PICC was attempted in right arm on (B)(6) 2021). FDA safety report ID# (B)(4).